Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device automatically goes into technical mode. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.